Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant products: 5076 lead implanted: 2015 (B)(6); 4196 lead implanted: 2010 (B)(6). (B)(4).

Event description:
It was reported that the lead integrity alert (lia) triggered, and the right ventricular (rv) lead exhibited increased short interval counts (sic) and non-sustained tachycardia (nst). A pace/sense lead fracture was suspected. The lead was programmed off, and was later capped and replaced. No patient complications have been reported as a result of this event.